Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episode due to ectopy. The device remains in use. No patient complications have been reported as a result of this event.